Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer accidentally dropped the pump and shattered the touchscreen. The pump was not functional, as the touchscreen displayed vertical lines blocking the text/graphic. The customer's blood glucose (bg) level was 398 mg/dl. The customer administered a manual injection to address bg level. The customer reported that manual injections would continue to be used for alternate insulin therapy.